Event description:
Related manufacturer report number: 2017865-2021-34943. It was reported that non-sustained oversensing was observed on the implantable cardioverter defibrillator. The oversensing was reproducible with deep breathing. Programming changes were made. There were no patient consequences.